Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead could not be fixed and exhibited high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.